Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: v394150, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 19-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Patient came in for a battery replacement and when using fluoroscopy, it was noticed that her lead was broken between the distal and proximal radial pick marker above the lead tines. When the hcp removed it, the tined portion remained in the body. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that they were not sure if there was a device issue or not. The lead looked to be broken and the battery was dead but it¿s unknown when either took place. No further complications were reported.